Manufacturer narrative:
(B)(4).

Event description:
It was reported that at insertion of swg (spring wire guide) through ars syringe, the swg would not advance at all. The swg was pulled back from the ars syringe, then it was found deformed. As a result, a new kit was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. The arrow-raulerson syringe (ars) syringe was not returned. The returned guide wire was unraveled from the proximal end. The core wire appeared pinched. The proximal weld was fractured and contained signs of necking. The guide wire contained numerous bends throughout the body. The coils were slightly closer, however, they were not offset or unraveled. The outer diameter of the returned guide wire was measured and was found to be within specification. The length of the guide wire could not be measured as it was unraveled and lengthened. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and ars syringe resistance could not be determined based upon the information provided and without the ars being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that at insertion of swg (spring wire guide) through ars syringe, the swg would not advance at all. The swg was pulled back from the ars syringe, then it was found deformed. As a result, a new kit was opened and used to successfully complete the procedure.